Event description:
The customer claims the nurse call cables are shorting on one or both ends and one has an open connectivity. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that eight of the cables are shorting. One of the cables has an open connectivity. (B) (4).